Event description:
It was reported that the device reached elective replacement indicator (eri) in less than five years. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was capped and replaced due to a micro dislodgement caused by a loss of lead slack after initial implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable defib lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.